Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with battery performance alert (bpa). No changes were reported. There were no patient consequences.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. However, an abnormal transient battery voltage drop was detected. The voltage drop is consistent with li deposit in the battery.

Event description:
New information received indicated that the implantable cardioverter defibrillator was explanted. It was reported that the procedure was successfully completed without patient issue or surgical complication.